Manufacturer narrative:
The device has been returned but has not been evaluated. Evaluation is scheduled, additional information will be reported when available.

Event description:
Edwards received information that this bioprosthetic valve was explanted after an implant duration fo three (3) years due to thrombosis formation on the valve. The device has been returned for evaluation.